Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer removed and reloaded the cartridge and primed the infusion set tubing to address the issue and resumed insulin delivery. Customer's blood glucose was 301 mg/dl at time of alarm.